Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Local knee pain [arthralgia], local knee swelling [joint swelling], knee effusion [joint effusion]. Case description: spontaneous report received on (B) (6) 2008 from a physician assistant, via a sales rep, regarding a female pt with osteoarthritis. The pt received three injections of synvisc in the knee on unk dates, the last of which was given in (B) (6) 2008. Several days after the third injection, the pt experienced local pain and swelling. On (B) (6) 2008, the pt had 60ml of fluid aspirated from the treated knee. The fluid was sent for eval and was found to be normal. The pt returned to the physician's office on (B) (6) 2008 and had another 60ml of fluid drained from the knee. The pt was given an injection of cortisone. As of the date of receipt of the report, the pt's outcome was unk.